Event description:
It was reported that when retracting on the extended pouch the pouch belt fell apart. The pouch and rim arms fell into abdomen. An incision had to be done to remove the pouch and retrieved the rim arms. No patient consequences were reported.